Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) underwent revision surgery due to discomfort in the axillary region. Boston scientific technical services (ts) noted that the physician was going to move the device more medial. Additional information indicated that there were no allegations to device and just noted that the patient felt that the device location was causing discomfort in left axillary region. This ICD remains in service. No additional adverse patient effects were reported.